Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) (specific value not provided) with moderate keystones. Cause was unknown. Elevated bg was addressed via manual injection. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.